Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the blade of the harmonic insert broken. The broken fragment was not returned with the instrument. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing fragment, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure the harmonic ace curved shears insert accessory tip broke during the procedure. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The accessory was returned without reference to a complaint.